Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is completed.

Event description:
It was reported that the drill got hot. Additional information has been requested from the account. It is unk if there was pt involvement or adverse consequences related to this event.